Manufacturer narrative:
Evaluation of complaint data for the products and likely cause lots did not identify elevated complaint activity. Label reviews were performed and found them to adequately address the customer's issue. Additionally, review of the device history records for the likely cause lots did not reveal any issues related to the customer's observations. A review of the prism metrics field data for lot 57108m500 was also performed and found the (B)(6) rates to be (B)(6), which is less than the abbott prism (B)(4) package insert upper 95% confidence intervals of (B)(6). Additionally, field data was reviewed by customer site and the ir and rr rates for lot 57108m500 in january 2016 and february 2016 were (B)(6). Finally, the prism metrics field data from december 2015 (earliest manufacture date of the prism reaction tray likely cause lots 57127m500 and 57128m500) was also reviewed and the initial and (B)(6) rates for the three months were (B)(6). As a result, all of the (B)(6) rates under review were within package insert specifications; therefore, the product is meeting labeling claims for clinical specificity. There is no malfunction or product deficiency.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
(B)(6) generated reactive prism hcv results but a negative confirmatory result. Additional testing for ID (B)(6) was nat negative. No impact to patient management was reported. No specific patient information was provided.